Event description:
It was reported that the patient presented for follow-up. Previously capped lead showed decreased impedance and capture anomaly. Insulation failure suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.